Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use of the equipment, the cardiosave intra-aortic balloon pump (iabp) connection between the touch screen and the display screen was damaged due to patient agitation, and the screen display indicates normal, the touch screen is used normally, and there is no personal injury occurred.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the hospital reported that during use of the equipment, the connection between the touch screen and the display screen was damaged due to patient agitation, and the screen display. Replaced display lower hinge cover, hinge, bracket frame. Indicates normal, the touch screen is used normally. Perform factory specified tests to meet clinical use requirements and deliver them to customers for use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).